Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the communication between mobile phone and insulin pump was lost. Customer's nurse reported that they tried to reconnect the insulin pump to the minimed mobile application but it didn't work. They received the pairing request twice but the pairing failed. It was reported that they tried all possible steps like deleted the sn in the insulin pump and bluetooth settings, turned off bluetooth, turned off the phone and back on and also resetting the whole network settings, but nothing worked. The nurse also reported that they uploaded the diagnostic files. No harm requiring medical intervention was reported. The device will not be returned for analysis.

Manufacturer narrative:
An attempt to reproduce the reported event was conducted 5 times using galaxy s8+ (os version android 9) devices with 780g pump and minimed mobile app (version 1.2.1) and we were unable to reproduce the issue during testing. Pairing was successfully performed 5 times. Software performed as expected per specification. As per the log that were analyzed we can see that the software did performed as expected per specification (ble connect mobile application and pump spid, 10957140doc). -supervisor timeout cases were considered as connection to be lost -after disconnection app performed auto reconnect attempts -all lost of bonding cases were considered as loss of association with the pump (so that no further reconnect attempts occur) in addition, most likely cause of the disconnect is related to the supervisor timeout error which can be caused by the following: - android device we provided some troubleshooting steps as stated below to the technical support: remove any fitness apps, try to reconnect another phone to pump and factory reset phone. Technical support provided the generic steps to resolve the issue, and later the issue was closed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.